Event description:
Additional information was received from the patient (pt). They called back to inquire if the device is supposed to cause abdominal cramping. Reviewed that the therapy is not designed to cause any pain or discomfort. The caller will try to decrease the therapy to see if that has an impact on the cramping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-24 additional information was received from a friend/family member. The patient rep repeated the same therapy issues. The caller added the patient was having loose stools. The caller also mentioned patient was experiencing symptoms since they received the implant and were almost worse now. The caller asked if the implant could be turned off today. The caller also asked if the implant can be turned off and on while waiting for the doctor's appointment which is 2 and a half weeks from now. The agent reviewed that the therapy can be turned on and off. The caller was not with the patient, so the agent instead offered to send an email with instructions to follow. The agent sent email to the caller's email with handbook attached.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device has been working off and on. After adjustment the first two days causes cramps and the patient goes often. Then they have a week of fecal incontinence and then they are good for 8-9 days and then they go back to going. They don't know if the patient is always getting the signal that it is time to go. They were told they could call in to get help adjusting therapy. Walked caller through increasing the amplitude to a comfortable level. Patient is going to monitor their symptoms. Patient said they are up at night with the bladder every couple hours. They wanted to know if it was going to help the bladder too. The caller stated that the patient's fecal incontinence worsened after they increased the amplitude on monday. The caller noted that the patient's symptoms were terrible on tuesday and wednesday. The caller added that the patient felt stimulation when the amplitude was increased on monday, but they stopped feeling stimulation before they hung up with patient services. Agent advised the caller to have the patient follow up with their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.